Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d4 catalog no> correction g6: follow-up number - additional h2: if follow-up, what type - additional h6: event problem and evaluation method codes - additional.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.